Event description:
The customer reported that the system would not power on. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.